Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated an erroneously elevated troponin (accutni) result, above the acute myocardial infarction threshold for one patient. Repeat testing on the same instrument produced lower but erratic results above and within the reference range. The customer tested the patient sample by an alternate methodology and obtained reproducible results within the reference range. Only one of the repeat results, within the reference range, was reported out of the laboratory. There was no report of death, injury, or change to patient treatment in connection to this event. Beckman coulter field service engineer (fse) noted that the wash valve rotor had a slight deformation on the rotor shaft, and replaced the rotor. The fse verified the instrument performance by running a passing high sensitivity system check. The customer used the below reagent and calibrator for troponin assay: access accutni reagent pack, catalog number a78803, lot number 225167 access accutni calibrators, catalog number 33345, lot number 222575